Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or installing the implant too deep.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2020 where three implants were installed on the left side and one on the right. The patient reported left side radicular pain following the initial procedure. The surgeon determined that the left side superior positioned implant may have been impinging on the neuroforamen causing radicular pain. Eight days after the initial procedure, the surgeon performed a revision procedure where he removed the left side superior positioned implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.